Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010 due to pelvic pain. No additional information has been provided.

Manufacturer narrative:
(B)(4): it was reported that the patient was informed on (B)(6) 2010 that the mesh was eroded into her vagina. On that date the patient underwent an additional surgery and a sling was implanted. Attempts to remove both mesh products have been made due to pain and erosion. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2013-00880. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a hysterectomy, bilateral salpingo-oophorectomy and surgical procedure to treat stress urinary incontinence on (B)(6) 2010 and an obturator sling was implanted.

Manufacturer narrative:
(B)(4) - dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2010 and an obturator sling was implanted. The patient continued to experience pain, erosion of her internal bodily tissue, infections, dyspareunia and other injuries following the procedure. The patient was informed by the surgeon on (B)(6) 2010 that the symptoms were related to the obturator sling and was informed on (B)(6) 2010 that the obturator sling was eroded into her vagina. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.